Manufacturer narrative:
A company service rep checked system, replaced host module, and returned it for further evaluation and root cause analysis.

Event description:
Reporter noted system freeze occurred during case. Had to disconnect battery to reset. Case was successfully completed with no patient injury. Patient status/prognosis reported as good. O.r. Schedule was cancelled for the day.